Manufacturer narrative:
This report is being submitted after the initial 30-day reporting period deadline; it is part of a corrective action being implemented per internal document CAPA-(B)(4) for outside us like products reporting. This initial and final emdr is being submitted to FDA for outside us like products reporting. Parts of the device were returned to the manufacturer. A surgery video was also provided for review. The product investigation was conducted. The results are listed below: the lens was ejected from injector. According to the surgery video, the leading haptic was detached during lens advancement by rod. The leading haptic was left in the surgery. Only the leading haptic explanted one day after surgery was returned. No abnormality was found on it. No abnormalities were found in production and inspection records of the product. Exact root cause is not determined. Risk analysis conducted on the product line and failure code is noted below: a review of the most recent complaint trending data indicates that no significant trends have been identified at this time, and no CAPA is required as part of the product evaluation.

Event description:
Inserting the iol in the eye, the doctor found the leading haptic peeled at the roor. He put the iol in place and left the iol in capsular bag. On postoperative day 1, he saw that the iol came out to the anterior chamber and removed the haptics peeled. The optic stays in capsular bag again. He plans to observe the course and extract the iol when dr. (B)(6) visits to the facility if needed. Add on (B)(6): corneal edema also developed, but the eye is getting over. The doctor is considering the iol left in the eye as given the impact on the patient. Doctor plans to observe the course and extract the iol when dr. (B)(6) visits to the facility if needed. Incident report was accepted by pmda (B)(6) 2017.